Event description:
On april 15, 2005, the customer contacted baxter customer services to request service for a system 1000 device that removed too much fluid from a patient during hemodialysis treatment. No patient injury or medical intervention was reported in association with this incident. No further information is available at this time.

Manufacturer narrative:
The instrument was inspected at the facility by a baxter field service engineer on april 15,2005. The dialysate pump and ultrafiltration proportioning power board were replaced. A leak was repaired at the input of the flow equalizer. A post supply regulator check valve was installed. The temperature and conductivity were calibrated. Functional checks were performed. All tests passed and the instrument was within manufacturer's specifications. The device was heat cleaned and returned to use. There have been no further problems with this device since this incident.